Event description:
It was reported that there was an alaris free flow incident. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: e2403 - no clinical signs, symptoms or conditions, f26 - no health consequences or impact correction: describe event or problem additional information: imdrf annex e and f codes and manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had free flow was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an alaris free flow incident. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.